Event description:
It was rpeorted that the customer was hospitalized for dka. The spouse stated that the customer will be released that day. It was stated that the spouse called for assistance on programming the pump. In addition, it was indicated that the pump was alarming and needed a new battery. The spouse called back and was assisted with programming the pump. No further details.